Manufacturer narrative:
A visual examination revealed that the package had been opened, and the contents were in some disarray. Greenish brown stains were observed on the fenestrated drape. The packets of lubricating jelly and triple antibiotic remained completely sealed. No stains were observed anywhere inside the package, or on any of the other components of the kit. The complaint was not consistent with the complaint incident that the seal was compromised. The complaint was most probably caused by handling of the device or portion of the device without direct patient contact either during unpacking or preparation. Therefore, the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date was performed on (B)(6) 2017. According to the complainant, during preparation outside the patient the outer box appeared to be dirty and stained. When they opened sterile cover of the kit, the drape inside was dirty and contaminated. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date was performed on (B)(6) 2017. According to the complainant, during preparation outside the patient the outer box appeared to be dirty and stained. When they opened sterile cover of the kit the drape inside was dirty and contaminated. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.